Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. The entire system was explanted. The patient was asymptomatic and stable during and after the procedure.